Event description:
It was reported that this insertable cardiac monitor (icm) was found to show a premature battery depletion (pbd) behavior that was confirmed through a battery analysis. At this time the icm has been explanted, and it was recommended to be returned for analysis. No additional adverse patient effects were reported.